Event description:
In 2009, the patient reported being ill with a stomach virus and elevated blood glucose for the past 3 weeks. She stated that she no longer has the virus, but her blood glucose continues to be elevated, and she believes the infusion device is not delivering insulin correctly and she believes the down button is not responding properly. This morning, her blood glucose was elevated to 400 mg/dl and she felt dizzy with blurred vision and she bolused 12 units of insulin. Her normal blood glucose level is less than 150 mg/dl. She was assisted in reviewing the bolus history of the infusion device and the 12 unit bolus was not listed. She stated that she does recall receiving the confirmation vibrations after the bolus was programmed. The infusion device has not been dropped or exposed to water. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.